Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that glucose levels were not in control and pen needles caused redness and bruising. Event description per attached email states: the patient received human insulin isophane suspension (rdna origin) cartridge (humulin n) via a re-usable pen (humapen ergo ii), for the treatment of unknown indication beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on human insulin isophane suspension therapy, her humapen ergo ii was not working (pc number: 5364198, lot number: 1803d02) and she needed a replacement. She was not achieving blood glucose control while on the therapies. She used bd ultrafine needles and one time on an unknown date she re-used it on the injection site and experienced redness which turned purple. Information regarding the corrective treatment of the events was not provided. Outcome for the event blood glucose abnormal was not resolved and for injection site redness was unknown. The status of human insulin isophane suspension was unknown."

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that glucose levels were not in control and pen needles caused redness and bruising. Event description per attached email states: the patient received human insulin isophane suspension (rdna origin) cartridge (humulin n) via a re-usable pen (humapen ergo ii), for the treatment of unknown indication beginning on an unknown date. Dose, frequency and route of administration were not provided. On an unknown date, while on human insulin isophane suspension therapy, her humapen ergo ii was not working (pc number: (B)(4), lot number: 1803d02) and she needed a replacement. She was not achieving blood glucose control while on the therapies. She used bd ultrafine needles and one time on an unknown date she re-used it on the injection site and experienced redness which turned purple. Information regarding the corrective treatment of the events was not provided. Outcome for the event blood glucose abnormal was not resolved and for injection site redness was unknown. The status of human insulin isophane suspension was unknown."

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.